Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the reported problem of 'no animation when the set is loaded' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upper and lower latch switch failure. The upper and lower aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no animation when the set is loaded. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.